Event description:
Related manufacturer reference number: 2017865-2024-41564. Related manufacturer reference number: 2017865-2024-41565. Related manufacturer reference number: 2017865-2024-41567. It was reported that a patient presented with an infection noted on the patient's system. The system was explanted on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.